Manufacturer narrative:
The pump was received with a rf pic failed alarm during the self test due to a faulty component on the radio frequency board. The pump was received with normal operating currents. The pump passed the unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a recurring radio frequency pic failed self-test alarm on the insulin pump. Customer was advised that the pump will be replaced.